Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine visit, myopotential oversensing was observed while the dependent patient was both coughing and scratching his nose. The patient was presyncopal. The oversensing was unable to be reproduced with isometrics or pocket manipulation. Programming changes were made. The patient was doing fine and will continue to be monitored with regular follow-ups and remote monitoring.